Event description:
It was reported that during the procedure, the emboshield nav 6 embolic protection device (epd) was deployed in the heavily calcified, distal right internal carotid artery. As an xact stent delivery system (sds) was advanced, the epd prolapsed distal to the lesion. The sds was removed and then readvanced in an effort to push the epd back into position, however, the epd and sheath prolapsed further into the aorta due to arterial tortuosity and type iii aortic arch. The open epd and sheath were removed together as a single unit. The procedure was successfully completed using another epd and sheath. Post-procedure confusion was noticed. However, the physician believed it was partly due to concomitant morphine. Some left-sided weakness was also noted. MRI, done on (B)(6) 2011, showed two very tiny foci of restricted effusion in the high hemispheres, typical for catheter-induced debris from the arterial wall; no other change from MRI done on (B)(6) 2011. Although the neurologist's impression was acute right hemisphere ischemic stroke, the treating physician did not believe that the patient had a new transient ischemic attack or stroke, but felt the deficits were likely residual from a previous stroke in 2007. By (B)(6) 2011, the confusion had resolved without treatment. The patient was discharged to home on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned embolic protection system (eps) found blood in the delivery catheter pod and on the filtration element and on the core and saline on the core. The filtration element was fully deployed on the barewire. There was no damage noted to the filtration element. The red locking clip was returned attached to the black handle. There was no damage noted to the eps. The torque device was returned securely on the silver portion of the barewire. Migration of the filter can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, device placement technique, accessory device support, and insufficient landing zone for the filter basket. In this case, based on the reported information, it may be possible that the migration and difficulty removing is due to the arterial tortuosity and type iii aortic arch. It was reported that an MRI of the brain was done and showed two very tiny foci of restricted effusion in the high cerebral hemispheres, which may have been catheter-induced debris from the arterial wall. Although a conclusive cause for the debris could not be determined, it may be possible that the manipulation of the nav 6 in the anatomy after the reported migration may have contributed to the emboli; however, this could not be confirmed. Embolism, stroke and ischemia are listed in the emboshield nav 6 instructions for use (IFU) as potential adverse events associated with use of the emboshield nav 6 embolic protection system. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. It was reported that the open epd and sheath were removed together as a single unit. The IFU instructs to collapse the filter into the provided retrieval catheter prior to removal. Although the proper removal technique was not followed, it does not appear to have contributed to the difficulties in this case. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint handling database for the reported lot was performed and revealed no other incidents for migration, difficult to remove, cerebrovascular accident, embolism or ischemia reported for this lot. Overall, the reported difficulties and subsequent patient effects appear to be due to the operational context of the procedure. There is no indication to suggest a product quality deficiency. As part of the manufacturing quality process, all embolic protection devices and retrieval catheters are visually inspected for damage. In addition, a sampling of units is visually, dimensionally and functionally inspected.

Manufacturer narrative:
(B)(4). Guide wire: bare wire; stent: xact; heparin, aspirin, clopidogrel, morphine. (B)(4): incorrect removal of filter in open position. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.